Event description:
A customer reported receiving the error message, "scan timeout," while wearing the adc freestyle libre sensor on the same day of the application while on vacation in (B)(6) USA. On (B)(6) 2019, as a result of the customer being unable to monitor their blood glucose, the customer developed symptoms of hyperglycemia and a loss of consciousness that resulted in a diabetic coma. The customer was taken to the hospital and treated with an injection of insulin (dose unknown) for the treatment of dka. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported reader has been returned and investigated. Visual inspection performed on the returned reader and no issues were observed. The reader powered on with start button press and advanced to home screen successfully. Reader date and time set. Started new known good sensor patch on reader and the reader did not display scan timeout or scan error message. No malfunction or product deficiency was identified. A partial product return extended investigation has also been performed for the reported complaint and there was no indication that the product did not meet specification. If the sensor is returned, the case will be re-opened, and a physical investigation will be performed.

Manufacturer narrative:
Additional information: manufacturing date has been updated based extended investigation findings. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor, libre sensor kit, and reader were reviewed and the dhrs showed the libre sensor, libre sensor kit, and reader passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
A customer reported receiving the error message, "scan timeout," while wearing the adc freestyle libre sensor on the same day of the application while on vacation in (B)(6). On (B)(6) 2019, as a result of the customer being unable to monitor their blood glucose, the customer developed symptoms of hyperglycemia and a loss of consciousness that resulted in a diabetic coma. The customer was taken to the hospital and treated with an injection of insulin (dose unknown) for the treatment of dka. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving the error message, "scan timeout," while wearing the adc freestyle libre sensor on the same day of the application while on vacation in (B)(6) USA. On (B)(6) 2019, as a result of the customer being unable to monitor their blood glucose, the customer developed symptoms of hyperglycemia and a loss of consciousness that resulted in a diabetic coma. The customer was taken to the hospital and treated with an injection of insulin (dose unknown) for the treatment of dka. There was no report of death or permanent injury associated with this event.